Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic diaphragmatic hernia + gastric ischemia procedure, the device reload presented failure when the surgeon using it, the closure was incomplete and weak. And the reticulation was exaggerated. A new reload was used to resolve the issue, there was no patient injury.